Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's wife reported while traveling to (B)(6) her husband's pdm (personal diabetes manager) generated a hazard alarm and that he was not able to reset the pdm. She also reported that he had to go to the hospital for a backup method of insulin delivery. At the hospital he was treated with a manual injection of insulin (exact amount was not provided) and was also prescribed long-acting insulin.